Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts. Additional information was received that the deep brain stimulation (dbs) patient underwent an explant procedure due to a system upgrade as patient wanted a recharge battery, no allegation or device malfunction reported against the devices. The patient is doing great post operatively. The explanted device will not be returned as it was discarded at facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.